Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube monoblock was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed multiple errors, including an ma on error message. This error is likely to cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.